Event description:
Arjohuntleigh has been initially informed by a phone call from service technician requesting parts to repair hanger bar from maxi lite, asked how this happened. Was told while patient was being transferred to wheelchair hanger bar dropped from maxi lite. Patient fell on chair with no injury. Ref MFR report 9681684-2014-00030.